Manufacturer narrative:
(B)(4). D10: unk g7 offset inserter unknown. No additional information is available from the surgeon; therefore, no attempts have been made to obtain further product identification details. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the offset inserter and version guide broke. The instruments were reported to have broken during an unknown stage of use. No details were provided regarding the procedure being performed, how the breakage occurred, or any contributing environmental conditions. There was no patient involvement. It was reported that no further information is available.